Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d224trk, implantable cardioverter defibrillator, implanted: (B)(6) 2011; product ID: 694765, implantable tachy lead, implanted: (B)(6) 2005; product ID: 507652, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).